Manufacturer narrative:
For 5 events, the investigation is ongoing. The investigations found for 14 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The investigations found for 4 of the events, the issue was resolved by the service activities performed. The follow up actions: 1 event: the service engineer checked the rinse mechanism nozzle dispense and checked and adjusted the gear pressure. He checked the sample and reagent probe alignment. He adjusted the sample probe alignment. The customer's qc was acceptable. 1 event: the field service engineer adjusted the mixer, exchanged the measuring cell, performed precision studies. The customer ran a harmonization test. Precision studies recovered within specifications. 1 event: the sample probe adjustments were checked and were ok. 2 events: the field engineering specialist found that the gear pump was faulty and he replaced it. 1 event: the service engineer found a clogged vacuum nozzle, broken turntable, and the rinse volume was overflowing. He unclogged the vacuum nozzle and replaced the turntable. He verified the rinse volumes and the gear pump pressure were within specifications. He ran precision that was acceptable. The customer ran calibration and qc that were acceptable. 1 event: the field service engineer corrected the gear pump pressure, found insufficient cell detergent flow and corrected it and replaced the measuring cells. The module was confirmed to be operating within specification. 1 event: the field service engineer (fse) changed the cuvettes and adjusted the detergent filling station. The sample and reagent pipettes were folded and dirty. The 2 pipettes were replaced and the positions adjusted. The lamp was replaced. Maintenance was performed on the reaction components and instrument checks were acceptable. The fse re-visited the customer site and replaced the windows of the incubation bath and cleaned this. A piece of tape was found in the ultra sonic mixer. Syringe seals were replaced and a cuvette photometer check was performed. 1 event: the fse checked the instrument and did not find any issues. He performed minor adjustments. 1 event: service could not determine a cause. The instrument was checked over and a precision run was performed. No issues were found. The customer ran qc with no issues. The instrument performance was verified. 1 event: the sample probe was replaced and the customer has had no further issues. 1 event: the field service representative did not find a root cause. He adjusted the gear pump pressure and completed mechanism and operation checks. Precision, calibration, and qc were completed within specification. 1 event: the fsr checked the fluid path, probes, service adjustments and performed calibration and qc. 1 event: the field service engineer replaced the cuvettes and adjusted the gear pump pressure. 1 event: the fsr replaced the pump head. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
This report summarizes <noe>23</noe> malfunction events involving non- reproducible result from the cobas 6000 c (501) module. The events involved an total of 32 patient samples for the following: 3- bilt3 bilirubin total gen.3, 1-tpuc3 total protein urine/csf gen.3, 1-ca2 calcium gen.2, 2-phos2 phosphate (inorganic) ver.2, 5-crep2 creatinine plus ver.2, 1-mg2 magnesium gen.2, 1-valp2 valproic acid, 1-alp2 alkaline phosphatase acc. To ifcc gen.2, 2-lipc lipase colorimetric assay, 2-igg-2 tina-quant igg gen.2, 1-vanc3 vancomycin, 1-dbili direct bilirubin, 1-etoh2 ethanol gen.2, 1-crpl3 c-reactive protein gen.3, 5-albt2 tina-quant albumin gen.2, 1-ggt-2 gamma-glutamyltransferase ver.2, 1-dig digoxin. The known patients' ages ranged from newborn to 73 years. The remaining patient ages were requested, but were not provided. The known patient weight was (B)(6). The remaining patient weights were requested, but were not provided. The known patients' genders were 4-male and 2-female. The remaining patient genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For one event, the investigation determined the issue was resolved by the service activities performed. For one event, the investigation did not identify a product problem. The cause of the event could not be determined. For one event, the investigation determined multiple service actions were performed. The specific cause of the event could not be determined. Follow up actions for this event include: a precision check was performed and the results were not good. The fse adjusted the gear pump pressure and water levels. The incubator bath was cleaned and pipettor valves were replaced. Sample and reagent pipettes were checked and the photometer check was reviewed. The vacuum line from the compressor to vacuum bottles was cleaned. The fse decontaminated the instrument and washed the water tank. For one event, the investigation determined the event was due to maintenance issues at the customer site. A product problem was not found. Follow up actions for this event include: the field service engineer performed precision testing; the results were not acceptable. The fse replaced the reagent probes. The customer has had no further issues. For one event, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service engineer replaced many parts including a valve block assembly and vacuum valves.